Event description:
It was reported that the patient ams 700 inflatable penile prosthesis pump and cylinders were replaced due to cylinder puncture. Additional information received stated that the pump was also freezing due to the cylinder puncture so the entire ipp consisting of cylinders, pump, and reservoir were explanted.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis pump and cylinders were replaced due to cylinder puncture. Additional information received stated that the pump was also freezing due to the cylinder puncture so the entire ipp consisting of cylinders, pump, and reservoir were explanted.

Manufacturer narrative:
Visual inspection and functional testing of the device confirmed the reported allegation of device malfunction. A leak was identified in the body of one of the cylinders due to input tube wear, as well as broken fabric threads and a hole in the outer tube due to input tube wear with avulsion. Product analysis therefore confirmed the device malfunction report, as the damage found in this cylinder can affect the functionality of the device. The product record review confirmed the reported events of device malfunction do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to cylinder damage including holes and a leak without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation an allegation of a device malfunction was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 had broken fabric threads and a hole in the outer tube due to input tube wear with avulsion. A leak was identified in the body of cylinder 1, also attributed to input tube wear. The input tube sleeve measured approximately 25mm. The kink resistant tubing (krt) was worn to the filament. No other damages were found. The damage in relation to cylinder 1 would affect the functionality of the device; a malfunction was therefore concluded. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Potential emerging trends are captured as part of the post market signal evaluation and escalation process. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required. The ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required